Event description:
During baxter's functionality testing of a spectrum pump, it falsely detected a loaded set. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the device falsely detecting a loaded set. The right alignment pin was loose, which is a known contributor. The upstream sensor was replaced.